Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly shut down. Reportedly, after charging the pump for an hour, the pump turned back on; however, the pump touch screen was unresponsive and no longer functional. At the time of the event, the customer's blood glucose (bg) was 281 mg/dl. Due to these issues, the contact reported that the customer's bg rose up to over 400 mg/dl. The contact confirmed that the customer had an alternate method of insulin delivery available.